Manufacturer narrative:
Event date is an estimate. Device not returned for evaluation.

Event description:
It was reported that due to recurring incontinence the patient will have his artificial urinary sphincter (aus) removed and replaced. The physician stated that the patient was completely continent during the postoperative period; however, he had urine loss again after 8 months postoperatively. The physician asked for verification and a solution to the issue because "it is an expensive device that is expected to have a lasting resolution and that meets the expectations, the patient using diapers."